Event description:
Emt's attended to a pt in cardiac arrest. The automatic external defibrillator was utilized and defibrillation therapy was attempted. Reportedly the device displayed a low battery alarm and dumped the charge before it could be administered to the pt. A second battery was tried however the same results were reported. Paramedics arrived at the scene and continued treatment with another defibrillator. The pt was treated for approximately 45 minutes and was said to have been counter shocked numerous times. The pt was declared dead at the scene.